Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced bleeding. Labs (pt/ptt/inr) were all normal prior to the procedure. Three lesions were identified in the left upper lobe (1.3cm, 1.9cm, and 1.0x0.5cm), positioned away from the pleura. Bleeding happened during biopsy of the smallest nodule due to its location in a highly vascular area. Cold saline with epinephrine successfully controlled the bleeding. The physician noted minimal blood loss of 20 cc. The ion system functioned properly throughout, and the procedure was completed successfully. The patient went home the same day with a diagnosis of normal lung tissue showing no malignancy.